Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed completely from the patient and upon inspection, balloon pinhole was noted. The procedure was completed with a 2x 30mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.